Event description:
It was reported that pump screen was dark and would not turn on, and customer¿s blood glucose reading was indicated as high with specific value unknown. There was no reported need for third-party medical assistance. Customer gave correction insulin by injection and, with technical support, attempted several troubleshooting steps, including button presses, plugging pump into known working power source, after which pump turned on and displayed welcome message. Technical support determined pump had been placed in storage mode, educated customer that insulin on board and maximum hourly bolus were reset to zero, that continuous glucose monitoring sessions must be manually restarted, and that cartridge must be reloaded anytime pump turns off or is reset, and also provided battery best practice tips; customer understood this information and chose to resume insulin delivery and start new sensor session without further assistance.